Event description:
It was reported patient underwent a reverse shoulder arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to humeral tray fractured off the stem. The tray and bearing were removed and replaced with a new humeral tray and bearing.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Manufacture date - unknown.